Event description:
A customer reported an unspecified sensor error message with the abbott diabetes care (adc) device, and they were unable to obtain readings. As a result, the customer experienced a loss of consciousness; however, they were able to self-treat with an unspecified treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. A valid serial number has not been provided, therefore no DHR review is possible. Shelf-life studies, clinical studies and product monitoring, and dose audits were performed during product development and market performance continues to be monitored via stability, clinical trials, and product monitoring/dose audits as a part of on market performance monitoring process. Trip trend is not established. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit meet specifications prior to release to distribution. Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. The sensor data was reviewed and no other abnormalities were observed with the sensors data. Sensor state 7 with event code 11,224&227 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with lsa (late sensor attenuation) termination in which physiological issues from the user have degraded the sensor tail which can degrade readings. As a result, the sensor recognized this attenuation and terminated to protect the user from unreliable glucose values. An extended investigation was performed. A visual inspection was performed upon receipt of the returned sensor and observed the molex connector appeared to be damaged during the de-casing process, and two of the pins were displaced from the pcba (printed circuit board assembly). The device data was reviewed. The patch logs event 10 when the asic brownout recovered. Due to limited event log space, the patch won¿t log this event when there are 10 or more asic brownout recovered events in the event log, event log 10 is not a termination event. Functionality test was performed on the sensor to verify if sensor was functioning as intended. To confirm the functionality of the return sensor, smu test, temperature specification and poise voltage were performed and all test were passed which was confirming absence of accuracy issue, thermistor function as intended and no problems with the electrical signal lines critical to the glucose reading process. The observed damaged on the molex connector did not affect the test, as the fr4 patch test fixture took the required test points directly from the pcba and not from the molex. The observed event 10 log which is part of software design will not cause the customer complaint. Since no damage was observed and the sensor passed functionality testing, indicating that there were no issues with the sensor's functionality or electronics. Therefore, the issue is not confirmed. Section h4 (device mfg date) was updated based on returned product download. Section d4 (serial number) was updated from (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecified sensor error message with the abbott diabetes care (adc) device, and they were unable to obtain readings. As a result, the customer experienced a loss of consciousness; however, they were able to self-treat with an unspecified treatment. There was no report of death or permanent impairment associated with this event.